Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. 81 - evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the pump boot tubing disconnected from the venous outlet port. As per the user facility, during cardiac surgery, after 2 hours of bypass, the pump boot tubing disconnected from the venous outlet port of the oxygenator. As a result, venous blood exsanguinated to the floor, resulting in air entrainment into the oxygenator. There was a delay when the tubing disconnected from the venous outlet, bypass was ceased (both arterial and venous lines were clamped) to allow time for de-airing the oxygenator and circuit. The oxygenator was completely empty as the roller pump was running 6lpm, resulting in massive air and bubbles throughout the circuit. The circuit was adequately de-aired and bypass resumed after 5-6 mins. The unit was not changed out, and as a mitigation, the tubing was reconnected and urgent de-airing occurred. Connections were checked and appeared secure, with a cable tie. The tubing was disconnected towards the end of the bypass when the aortic cross-clamp was off and rewarming was underway. There was an estimated 1 to 1.5lpm of blood loss, when the tubing disconnected from the venous outlet, with a massive blood spill from the reservoir to the ground. Additionally, the patient is still in ICU, sedated after 7 days, and neurological assessment is underway. *product was not changed out *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 15, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date), g3 (date received by manufacturer) , g6 (indication that this is a follow-up report), h2 (follow-up due to additional information and device evaluation), h3 (updated device evaluated by manufacturer) , h4 (device manufacture date), h6 (identification of evaluation codes 10, 3331, 213, 67). The affected sample was inspected upon receipt with no physical anomalies noted. The barbs on the reservoir housing outlet were measured and found within specification. The entire unit (reservoir and oxygenator together) was introduced into a closed circuit and run with 0.9% saline solution for 3 hours at a flow rate of 7.0 ± 0.5 lpm and a back pressure of 400 ± 50 mmhg. The tubing was pushed to the second barb of the reservoir port and the first barb of the oxygenator port. The tubing was not tie-banded or chemically bonded to the reservoir housing or the oxygenator. Throughout the run time there were no instances of tubing disconnection or leaks. Since this is a customer made connection, it is possible that the tubing was not pushed past the second barb and secured with a tie band causing the disconnect. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.